Event description:
Pt seen on 6/26/96 for pacemaker evaluation. Telemetered lead impedance showed 140 ohms. Pacing lead is on alert for insulation failure which is suggested by lead impedances less than 300 ohms. Lead replacement scheduled for 7:30 am 7/9/96. Lead impedance: 4/24/91 450 ohms, 5/8/95 572 ohms, 6/26/96 140 ohms with magnet rate of 70 ppm, not 85.